Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the partial lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. There was blood/body fluid on all conductors (not obstructed) and on the proximal conductor (not obstructed), the outer insulation was kinked/buckled and breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and in/on the helix/lobe mechanism. (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed) and on the proximal conductor (not obstructed), the outer insulation was breached cut, had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal and proximal conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and had a cosmetic depression, had a white substance, there was blood in/on the helix/lobe mechanism (sleeve head) and the helix/lobe mechanism, there was apparent explant damage and there was a non-electrical miscellaneous finding on the sleeve head indicating that the lead was returned with the guide tooth damaged.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two weeks after device system explanted. Additional information received indicated the device system was removed due to infection. The cause of death is congestive heart failure, infected mitral valve and infective endocarditis. Additional information received indicated the patient was admitted to the hospital with fever, chills, fatigue and to rule out endocarditis. An echocardiogram revealed partial dehiscence and large highly mobile vegetation on the mitral valve. Blood cultures were positive for (B)(6). While waiting for endocarditis to clear, the patient developed respiratory distress, pulmonary edema and was on respiratory support. The patient aspirated, was intubated and a code was called. The family requested intervention be stopped.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two weeks after device system explanted. Additional information received indicated the device system was removed due to infection. The cause of death is congestive heart failure, infected mitral valve and infective endocarditis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.